Manufacturer narrative:
H3: product analysis of product: 9560524, lot no: my21f001r analysis confirmed that the handle screw is stuck to the screw at the cable tip. As such, it cannot be disassembled and the cable must be cut for repair. It was found that the bearing was broken and the holder was defective. B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a patient having spinal therapy. It was repo rted that the red washer of the instrument was broken. There was no patient involvement reported. There were no further complications reported regarding the event.